Event description:
It was reported that patient¿s ipg could no longer accept any charge, in turn patient did not recharge and the ipg was deemed inoperable. Patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.